Event description:
A report was received that the patient was experiencing difficulty charging his ipg. The physician assessed that the ipg appears to be too deep. The patient will undergo a pocket revision procedure.